Event description:
Tubing set crack and leak. Manufacturer response for tubing, (brand not provided) (per site reporter). Visual inspection found a lateral crack in the female luer wall on the opposite end of the injection gate. No signs of excessive torque were observed on the female luer. A leak was seen from the crack during functional testing. The report of tubing set crack and leak was confirmed. The source of the lead was due to cracked female luer component. The root cause of the crack was a result of internal stress created in the luer during manufacturing process. The manufacturing team has implemented process improvement to prevent future occurrences. The reported event will continue to be monitored through our tracking and trending processes.